Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the stylet became stuck upon insertion into the left ventricular (lv) lead. As a result, the lv lead was not used and was replaced with a left bundle branch pacing (lbbp) lead. The patient remained stable throughout the procedure.